Manufacturer narrative:
(B)(4). Batch # u5a359. Device analysis: the analysis results found that the tlc75 device was received with no apparent damage and with a reload loaded in the device. The reload had 6 most proximal drivers up and the swing tab was noted to be broken, making the reload nonfunctional. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The staple line and cut line were complete, and the staples meet the staple form release criteria. In addition, 2 malformed staples were received inside of a plastic bag. It is possible that the damaged on the swing tab was due to the reload was not properly loaded into the device, causing the damage to the swing tab and not allowing the device to fire. It should be noted that each reload is 100% inspected through an automated vision system to ensure that the swing tab is present and in the correct position prior to shipment. Although the returned staples were found to be malformed, no conclusion could be reached as to the cause of the staple malformation. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during a laparoscopic r. Hemi-colectomy, bowel was mobilized and then accessed through a small incision to do a bowl resection. The first two firings occurred without incident. When the surgeon attempted the anastomoses with a third reload the linear cutter only fired one third of the reload. As the reload did not perform to expectation and the anastomoses site had to be resected and another linear cutter was opened and bowel was resected however, the new linear cutter did not form staples properly and surgeons decided to abandon linear cutter and hand sew the anastomoses instead. The surgery was delayed by unknown amount of time. There were no fragments generated and the surgery was successfully completed. Pt was subjected to a longer anesthetic period. There was very little tissue therefore even though the surgeon sutured the anastomosis, they're concerned that due to the minimal amount of tissue available to work with the suture would not hold the tissue together as intended. They did not have much bowel to work with, there is a risk of problems in the future. There were no patient consequences reported.